Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that intra-operatively the device insulation had been compromised, split, and an arc of electricity jumped from the device to the colon causing damage to the tissue that needed repair. The colon had a burn related to the arc from the device, and it was treated via surgical intervention.